Manufacturer narrative:
Clarification is pending on the validity of the lot number. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
As reported, the mynxgrip vascular closure device 6f-7f balloon was ruptured during the 1st step (pull back with the sheath). There were no reported patient injuries.

Manufacturer narrative:
Addendum for additional information received: a percutaneous transluminal angioplasty (pta) case. The device was stored in the cabinet in the cath lab. The product was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. A retrograde approach was used for the procedure. Femoral artery suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater to 5mm in diameter. The patient was not hospitalized. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in the distal end of the sheath after removal. There was presence of calcium in the vicinity of the puncture site. The lesion was tortuous and calcified. The device will not be returned as it was discarded by the hospital. The patient had a history of claudication. As reported, during a percutaneous transluminal angioplasty (pta) case the mynxgrip vascular closure device 5f balloon was ruptured during the 1st stop (pull back with the sheath). There were no reported patient injuries. The device was stored in the cabinet in the cath lab. The product was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. A retrograde approach was used for the procedure. Femoral artery suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater to 5mm in diameter. The patient was not hospitalized. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in the distal end of the sheath after removal. There was presence of calcium in the vicinity of the puncture site. The lesion was tortuous and calcified. The product was not returned for analysis. The device history record (DHR) review of lot f1705102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (tortuous and calcified) and/or the condition of the sheath (ruptured during the 1st step) most likely contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.